Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One possible root cause is the needle tip hit bone or an instrument when fired, resulting in the tip breaking off the needle. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the tip of five of the customer's expressew iii needles broke while trying to pass the needle through the tissue. The sales rep stated that the broken pieces were removed the patient's joint space each time. The sales rep did not know how many types the gun was fired prior to the needles breaking. It is unknown what type of gun was used or the type of suture used with the needle. The procedure was completed with another like device with no patient harm but there was a 30-45 minute surgical delay to the case. The sales rep stated that the doctor has lots of experiences with using this device and is not sure what happened. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the devices were discarded by the customer.